Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of ventricular oversensing was confirmed via stored electrograms. The device was tested on the bench and using automated test equipment and was found to be normal. The cause of the field event of ventricular oversensing was not determined.

Event description:
It was reported that intermittent oversensing was observed on non-sustained lead noise stored egms. The device was explanted.